Event description:
During an in clinic follow-up, high pacing impedance, high defibrillation impedance and an increase in capture threshold was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The physician alleged lead damage to be the cause of the event, however, damage was not observed visually during the procedure or via diagnostic imaging. The patient was in stable condition.